Event description:
Endophthalmitis (eye infection nos). Case description: spontaneous case, us.: a physician reported a pt developed endophthalmitis following cataract extraction and implantation of a ceeon lens model 912. A vitrectomy was performed and antibiotics have been prescribed to treat the event. A staphylococcus species was cultured. The pt's care has been transferred to an infectious disease specialist. The event has not completely resolved. Upon follow-up received from a nurse for the reporting physician, the left eye procedure was conducted on 09/30/1999. The implant of a model 912 (21.5d) lens was conducted without incident. Post-operatively, his visual acuity was 20/25. On 10/02/1999, he came to the office as a result of greatly reduced visual acuity. The species cultured was streptococcus veridans. He was treated with vancomycin and a vitrectomy performed. On 10/07/1999, his visual acuity was 20/count fingers and improved to 20/100 on 10/09/1999. His status was reported as partial recovery. The nurse indicated the event was espcially tragic since the pt basically had vision only in one eye prior to the event due to a war injury.